Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that first bipolar cutting loop breaks off during use. Replacement also fails but remains as one piece. No negative impact in state of health reported. Cross reference MDR; 9610617-2025-125.

Manufacturer narrative:
One side of the cutting loop is broken off. The broken surface shows a ductile appearance. Root cause: the above conducted investigations did not reveal a root cause related to the labelling, the devices or their history. All production related quality checks were passed and no non-conformities were identified in the devices manufacturing records. The labelling was found to contain adequate instructions and warnings. During the examination of the returned electrodes the following was found: on the first sample, the broken electrode show a ductile appearance on the broken surface which indicates a break by overload. The second sample is completely bent which also indicates application of excessive force during use. The event is filed under internal karl storz complaint ID: (B)(4).